Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using a dexcom g7 with the ilet experienced low blood glucose, with cgm showing 44 mg/dl after an earlier low of 60 mg/dl that was treated with 5 g of carbohydrate, followed by 15 g of oral glucose tablets when the cgm showed 44 mg/dl; subsequent fingerstick values were 75 mg/dl and then 86 mg/dl with rising trend, later reaching 100 mg/dl with a steady trend, and no further treatment was advised while in range. Symptoms included hypoglycemia without reported neuroglycopenic or adrenergic manifestations. Outcomes included resolution of hypoglycemia with oral carbohydrate and no hospitalization. Investigation included troubleshooting and user education regarding hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction, with glucose levels responding to oral carbohydrate and stabilizing, consistent with user-managed hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.